Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had difficulty charging their ipg. Surgical intervention was undertaken and the ipg was explanted and replaced, and the ipg pocket was revised to ensure implant depth.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.